Event description:
Ambulance staff attempted to use the device for routine ECG monitoring a pt. After turning the device on, the service indicator allegedly illuminated and the device lost power. There were no adverse affects to the pt reported as a result of the alleged malfunction.